Event description:
Terumo medical corporation received the following reported information: the patient had a cardiac cath using radial access approach. Post procedure the trb (enhanced) was applied to the right wrist. Upon application the trb started to lose air automatically causing the patient to have an arterial bleed. Air was reapplied; however, the trb balloon kept deflating. Another trb was applied with the same lot number; however, the same had the same issue. A pressure dressing was applied to the patient's right wrist and no hematoma or bleeding was noted. The estimated blood loss was less than 250cc.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.